Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned for evaluation.

Event description:
It was reported the patient received the following results within 10 minutes: 288 mg/dl, 136 mg/dl, and 169 mg/dl. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.